Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging the pump the personal profile could not be viewed. System check with tandem technical support found the personal profile was viewable and there were no alerts/alarms associated with the personal profile. Pump history showed multiple connect/disconnect usb issues. Customer did not notice issues with pump charging. Pump battery currently at 100%. Blood glucose was 241 mg/dl.